Manufacturer narrative:
Problem description: the housing of the pin transmitter consists of two main parts: the casting (plastic) and the stainless steel tip that is used to attach the housing to the clamp/pin fixed to the pt. Investigation of the failures revealed that the current supplier of the pin transmitter's housing had misinterpreted the instructions that control the pinning of the tip to the casting (pin through one side only, instead of pinning through both walls). Applications/system impacted: it is likely this manufacturing error has been introduced during the transfer of the pin transmitter supplier from olympic eng (ma) to complete machine (ut) on april 2004. Investigatioin is on going to confirm this point. The pin transmitter can be used for spine surgical procedures (attached to the bone pin, the bone clamp or the 4-inch cervical post), or for cranial/advanced ent surgical procedures (attached to the axcess cranial pin). Complaint database search: this is the first time a complaint is entered about this issue. Occurrence under clinical workflow: this issue can happen when trying to attach or remove the pin transmitter from its attachment. If the user properly follows the operator's manual instructions (e.g., carefully slide pin transmiter over shaft of attachment, rotate transmitter gently 90deg clockwise to lock in place on attachment, etc.), issue occurrence is unlikely. This is consistent with the fact there's not a history of complaints about this issue. Upon separation of the tip of the pin transmitter from the casting, the ~1-2mm stainless steel pin that was securing both parts can fall into the surgical field. Detectability: due to the small size of the pin, its recovery during surgery is possible but not likely.

Event description:
The stainless steel tip of the pin transmitter, used with it-3500 surgical navigation equipment, became disconnected from the housing/casting. The small stainless steel pin (~1-2mm) fell into the pt but was recovered without any injury to the pt.